Event description:
Update 04/17/2013 - patient's medical records were received. Records indicate the patient was revised to address adverse local tissue reaction, pain, and osteolysis, and increased cobalt and chromium levels. Upon revision a cloudy fluid filled cyst and necrotic tissue was found. Screws were added to the complaint.

Event description:
Patient was revised to address pseudotumor and metalosis.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pseudotumor and metallosis. Update: (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised to address adverse local tissue reaction, pain, and osteolysis, and increased cobalt and chromium levels. Upon revision a cloudy fluid filled cyst and necrotic tissue was found. Screws were added to the complaint. Update: (B)(6) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update rec'd (B)(6) 2014 - pfs and medical records received. Part/lot was provided. After review of the revision operative note it indicated black-stained necrotic tissue. It also indicated a leg length discrepancy so the stem is now being reported. Part and lot information is being added for the one reported screw and another screw is being added to address pain. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This is a duplicate report of 181910-2013-16307. This report, 181910-2013-15198. Will be kept for investigation purposes. A separate follow up report will be submitted to reject 1818910-2013-16307.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert and reported bone screws. A review of the bone screw device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The insert is exempt from device history record review per procedure. No other reports were found against the remaining product/lot code combinations. X-rays and medical records were received and reviewed. The investigation could not draw any conclusions about the reported event with the provided information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.